Manufacturer narrative:
(B)(4). The customer stated that the device is not available for evaluation. In the event the device becomes available for evaluation or additional information is received a follow-up report will be submitted.

Event description:
The customer stated that this unit is alarming "xdcr fault" and the exhalation flow transducer is failing calibration. There was no patient involvement at the time of this incident.